Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not provide any info as to if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that during an angiography procedure the stopcock broke multiple times. No harm or injury was reported. This is one of two reports for this complaint: 1721504-2011-00129.